Manufacturer narrative:
A tear was observed in the exposed portion of the soft cannula. This tear resulted in a leak during a leak test. It cannot be confirmed whether this damage contributed to the leaking during wear event. While examining the exposed portion of the soft cannula with the microscope, specs of blood were observed. Inspection of the formed needle found no damages. The cause of the bleeding event could not be determined. Cracks were observed in the top housing. No internal components were damaged as a result of the cracks in the housing. It could not be determined if these cracks had any effect on the reported events.

Event description:
It was reported the patients blood glucose level rose around 250 mg/dl while wearing the pod between 1 and 4 hours the pod was leaking insulin and bleeding from the infusion site (leg). As treatment, a new pod was applied.